Event description:
A malfunction alarm was reported on the pump after it was dropped. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to using a new pump to resolve the issue.